Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that at least 12 applications were performed with a balloon catheter with no issues on the date of the event. Visual inspection of the catheter showed that the push button luer was broken. Smart chip verification indicated that the catheter was not used. The catheter passed the electrical integrity test and the performance test as per specification. In conclusion, the reported broken luer was confirmed through testing. The catheter failed the returned product inspection due to a broken push button luer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to a cryo ablation procedure, the push button on the balloon catheter broke off. There was no patient involvement. The device was returned to the manufacturer, analyzed, and tested out of specification.